Event description:
It was reported that high, out of range pacing lead impedance was observed while the patient post-procedure. It was noted that the lead was not completely screwed in. The lead was reconnected properly. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range pacing lead impedance was observed prior to patient being discharged. Pocket was re-opened to verify connection, and it was noted that the lead was not completely screwed in. The lead was reconnected properly. The patient was fine post-procedure.